Manufacturer narrative:
(B)(4). Manufacture date: 6/6/2014 ¿ 6/13/2014. The device was returned and an evaluation was performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had an unspecified issue. There was no patient injury or medical intervention associated with this event. No additional information is available.